Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be septic shock and peritonitis. The cause of the peritonitis event was not reported. Treatment for the peritonitis event was unknown. The patient was hospitalized for the peritonitis event 3 days prior to passing away. It was not reported if dianeal therapies were ongoing prior to or at the time of death. It was not reported if therapy with a baxter device and/or baxter pd solutions was being performed up to or at the time of death. It was not reported if the patient had recovered or was recovering from the peritonitis event prior to passing away. It was not reported if an autopsy was performed. Additional information was requested, but is not available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.